Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: di is unknown.

Event description:
It was reported that the pump emitted alarms during infusion, for example, indicating that the treatment was completed, the cassette was not properly locked in place, or the pressure was too high. None of the alarms were accurate. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log and 12-month service history review was not performed. A visual inspection and functional testing were conducted. The dso sensor was found to be defective, resulting in no shut off pressure. The complainant¿s allegation was confirmed. The probable root cause was identified as a defective dso sensor. The sensor was replaced, and the device will be returned to the customer once functional and accuracy test results are verified to be within specification.